Event description:
It was reported, the video system center cannot turn on and the front panel blinks. The issue occurred, during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection and the customer's allegation that 'power cannot be turned on' was confirmed, but the event 'front panel blinks' was not confirmed. Additionally, during the evaluation, a scope communication error code error e226 (failed endoscope communication) was found. Based on the results of the investigation, it is likely that the event 'power cannot be turned on' is due to a failure of the printed circuit board. Additionally, a definitive root cause for the event 'front panel blinks' could not be determined. The event 'error e226 (failed endoscope communication)' is likely due to a failure of the circuit board. Olympus will continue to monitor field performance for this device.